Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Evaluation revealed that the light guide and objective lenses were cracked and chipped respectively, and the plastic cover dented, findings consistent with physical damage of the device. Evidence of fluid invasion was found in the control body unit and leaks were present in both the control body and instrument channel. The investigation also noted worn and cracked glue on the side of the control body unit. The image was confirmed to flicker and disappear intermittently, and the device buttons operated on an intermittent basis. This report is being filed as a MDR in an abundance of caution.

Event description:
The hospital reported that during a diagnostic bronchocopy they experienced a total loss of image. The procedure was completed with a different, but similar device. There was no patient injury reported.